Event description:
Information received by medtronic indicated that the insulin pump had crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located on unspecified location on the pump found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Additionally a damaged retainer ring was noted by visual inspection. Pump was cut open to perform visual inspection and found the j7 power connector broken. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, pillowing keypad overlay, cracked retainer, cracked glass and minor scratches on lcd window. In summary, customers alleged cosmetic damage on various locations were confirmed by visual inspection where a heavily scratched case, cracked/scratched keypad overlay and cracked glass were noted. Additionally, a damaged retainer ring was noted. Blank display was due to a broken j7 connector.